Event description:
The technician reported the head left side rail would not latch. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician was unsure of how the side rail had gotten damaged but it was most likely contributed to a pt or caregiver leaning on the rail and the pressure caused the damage or normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head left side rail latch cover to resolve the issue. Based on this information, no further action is required.